Event description:
An impella cp device was inserted into the right femoral artery in a 78-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was access site bleeding. The dressing was changed and site angle matched. The activated clotting time (act) was 178. The patient was on anticoagulants/antiplatelets. The following day, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.4l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for the major bleed has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information.

Event description:
For this patient the doctor put in another suture at bedside which helped, but did still have some oozing. I noticed that the ic had buried the blue suture hub into the incision site. I did some education with him regarding best practices and recommendations for the blue suture hub and the risk of bleeding if advanced into the patient. The pump was successfully weaned and explained the next morning. There were no other complications. The pump was not saved.